Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that two inserters for titanium elastic nails broke during an intramedullary rodding procedure of the left femur. It was reported that the ¿blue plastic handle disengaged upon insertion¿. The procedure was able to be successfully completed with an alternate instrument without surgical delay or patient harm. The returned instruments (359.219 lots 7979727 and 7896075) were received disassembled: one blue handle was returned with significant impact damage and both proximal alignment tabs broken and the other was not returned. Additionally one t-bar was not returned. No definitive root cause was able to be determined however the failure modes are consistent with rough handling and/or attempted disassembly for sterilization. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review will be requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two titanium elastic nail inserters broke during an intramedullary rodding procedure of the left femur. The blue plastic handles disengaged upon insertion. The procedure was successfully completed using another inserter. There was no surgical delay and no harm to the patient. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Manufacturing facility was identified during device history record review and corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.